Event description:
It was reported that the right ventricular (rv) lead was explanted due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was found that there were several bends and twists in the insulation that was consistent with twiddler's syndrome. Additionally, there were several holes and cuts in the insulation. There was also a fractured cathode conductor. There were stretched anode conductor coils. The coils were tangled upon return of the lead. The lead had failed the electrical performance test was conducted.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported. Additional information was received by the field indicating that the lead had high out-of-range impedance and intermittent noise. A fracture at the suture sleeve was observed in the procedure and x-ray imaging. The lead was returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported. Additional information was received by the field indicating that the lead had high out-of-range impedance and intermittent noise. A fracture at the suture sleeve was observed in the procedure and x-ray imaging.